Event description:
Patient right knee immobilised and x-rays revealed dislocation.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Review of the attached x-rays confirmed the dislocation (it is possible that spinout occurred first). A search of the complaint database did not show any other reports against the lot code. Although the exact root cause of the reported spin out could not be determined, published studies indicate that the incidence of bearing dislocation is very low and almost always attributed to improper flexion/extension gap balance. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.